Event description:
It was reported that a few days after implant, the patient had pain that was determined to be related to perforation. A revision was performed where the lead was repositioned successfully with good electrical values. The hospitalization was prolonged due to the revision procedure. No adverse patient effects were reported.